Manufacturer narrative:
Philips service replaced the brake assembly, geo module, node interface unit, silicone sheet, and smart drive, and tested the system, which is now fully operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was down due to brake feedback failure during clinical use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.